Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 34mg/dl with blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy , and the pump's settings were not recently changed. During troubleshooting, it was reported the patient inadvertently infused insulin when they bolused twice. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 34mg/dl with blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump&#62688;settings were not recently changed. During troubleshooting, it was reported the patient inadvertently infused insulin when they bolused twice. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #2 date of submission 02/07/2017-product analysis: the device was returned and evaluated by product analysis on 01/10/2017 with the following findings: no device issues were revealed during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.